Event description:
A customer contacted global technical service (gts) regarding assistance with a leak on the home choice (hc) during therapy. The home patient (hp) stated, he had found heater bag disconnected and leaking solution and tried to reconnect and was not sure if this was safe to continue. The baxter technical service representative (tsr) had hp cycle power to end of therapy. The tsr assisted hp to end therapy to start over with new supplies. The hc was operational and a swap of the device was not necessary. During a follow-up with the home patient (hp) regarding a leak, the hp stated that he set up for therapy that night, and started therapy, after some time, the hp heard a noise that was coming from the homechoice (hc) and decided to look and saw the bag and cassette disconnected with fluid coming out of the bag and cassette, the bag was 2.5% dex solution. The hp's skin was not exposed to the solution. The hp stated that he did not have an infection as a result of the breach in aseptic technique. The hp did not notice anything unusual about their supplies that day. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.